Manufacturer narrative:
Device received with no motor movement or negligible movement and retries to free a stuck motor failed error during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. Moisture damage was also found on electronic assembly or motor or force sensor. No moisture damage was found the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed multiple and recurring insulin pump error alarms. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.